Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the device for the reported event that air bubbles were generated from the distal end, but could not reproduce it. The exact cause of the reported event could not be conclusively determined. However, based on the information provided by the user, the user did not perform a leakage test, which may have resulted in inappropriate and insufficient reprocessing of the device. In addition, the bubbles from the distal end were not reproduced and may have been residual bubbles. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
While the user was manually cleaning the device, air bubbles were generated from the distal end when the device was immersed in the disinfectant glutaral. The user requested olympus to investigate the cause of the issue. The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. -no bubbles were generated from the distal end. -no defects were found in the appearance of the device that were directly related to the event reported by the user. -as a result of leakage testing, there was no leakage from the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the user did not perform a leakage test on the device. There was no report of patient injury associated with the event.